Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 24374 was re-analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). Unable to flush the catheter with water; then a coated guide wire 0.035" was inserted into the catheter guidewire lumen and was blocked at 4 inches from the catheter tip. During insertion achieve was blocked at approximately 4 inches from the tip. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments and a mandrel was found inside the guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection due to the mandrel stuck in the guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 24374 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. No applications were performed. Unable to flush the catheter with water; then a coated guide wire was inserted into the catheter guide wire lumen and was blocked at 4 inches from the catheter tip. During insertion, the mapping catheter was blocked at approximately 4 inches from the tip. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments and foreign material was found inside the guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection due to the foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the guide wire lumen of the catheter was blocked and it was not possible to flush the catheter. The balloon catheter was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.